Event description:
Additional information received from the patient indicated that the cause of not feeling stimulation with therapy on, and their therapy being off on (B)(6) 2017, was because they accidentally turned stimulation off. They stated that catheters are a standard of care for them. The patient noted that their urinary tract infections (utis) continue, and their therapy is on when the catheter is off. They mentioned that their bladder is not functioning yet. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they did not think it was working, further stating that they were not getting any stimulation at all. The patient reported that the bladder was not operating on its own, saying very little comes out and when they emptied the cath there was 300-400 cc. It was noted that patient had access to a programmer (pp), synced with it and stimulation was on. It was noted that patient felt stimulation in the correct area, and they increased to 1.7 volts. It was reviewed that it takes time for the body to respond to therapy and patient was redirected to the health care provider (hcp) if problem did not resolve. Patient was told to give it a couple of days and if symptoms did not resolve to call the doctor or the manufacturer back to help and adjust it again. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was indicted that the patient experienced a loss or change in therapy. The patient reported that they were not getting relief and were not feeling stimulation. The patient confirmed therapy was on and noted that the setting was on program 1 at 0.2 v. The patient increased to 0.7 v and felt the stimulation. Additional information was received from the patient on (B)(6) 2017. The patient reported that they were still having the same issue. The patient was reviewed basic functionality and it was determined that stimulation was off. The instructions for turning stimulation on were reviewed and the patient was able to turn stimulation back on. The patient noted that they received the implant for retention, had a urine back, and used a catheter for constant urinary tract infections. The patient stated that their healthcare professional (hcp) told them that it could take up to 6 months before the implant really started to work and the patient noted that they would follow up with the hcp the week after report for instructions. No further complications were reported or were expected.